Event description:
The customer reported in the pediatric ICU on (B)(6) 2013 at 0500 the rate was set for 65ml/hr with a volume of 130ml. At approximately 0620 the nurse noticed the rate changed to 200ml/hr. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's report of an over infusion was verified via an event log review. On (B)(6) 2013 at 4:53 am the infusion was started with rate of 65ml/hr. At 6:07am the rate was changed to 200ml/hr. At 6:23 am the infusion completed and at 6:24 the rate was changed form 200ml/hr to 65ml/hr. At 6:37 am the volume infused of 65.819ml was cleared and at 7:54 am the volume to be infused was changed to 200 ml. The root cause was identified as user programming; no device malfunction was suspected to have occurred.